Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: burnt hot prong.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4) the used power supply was received for evaluation. During the initial visual examination the reported thermal damage was confirmed. Upon further evaluation, it was determined that the pins on the primary adaptor were damaged in a way that caused them to lose connection with the board inside the power supply. The loose connection between the pins and the internal board of the power supply caused the thermal damage. Based on the condition of the power supply when it was received, the cause of the disconnection between the pins and the board was most likely the result of the power supply being dropped several times. If additional information becomes available, a follow up report will be submitted.